Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room. The patient was reported to be pacing at 120 bpm.